Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed the cartridge and infusion set and continued to use the current pump for insulin therapy.